Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported by the patient that spinal cord stimulation (scs) and dorsal root ganglion (drg) procedures were performed using both boston scientific and non-boston scientific devices. According to the patient, both trials went horribly wrong, and resulted in a serious spinal cord injury that left the patient paralyzed. The patient stated that both trials failed and attributed the injury to these procedures. No additional information can be obtained.